Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that a position check failure occurred on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.